Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am almost 4 weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloated"). The patient was treated with surgery (removal of essure device). Essure was removed. At the time of the report, the medical device removal and abdominal distension outcome was unknown. The reporter considered abdominal distension and medical device removal to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: medical device removal, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am almost 4 weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloated"), insomnia ("trouble sleeping"), hot flush ("hot flashes"), night sweats ("night sweat") and migraine ("menstrual migraine"). The patient was treated with surgery (removal of essure device). Essure was removed. At the time of the report, the medical device removal, abdominal distension and migraine outcome was unknown and the hot flush and night sweats had resolved. The reporter considered abdominal distension, hot flush, insomnia, medical device removal, migraine and night sweats to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: medical device removal, abdominal distension, menstrual migraine quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. Added event trouble sleeping, hot flashes and night sweat.fu 4 and 5 processed together. On 23-mar-2020: social media received. Reporter's information added. Event:menstrual migraine were added.fu 4 and 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am almost 4 weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloated"). The patient was treated with surgery (removal of essure device). Essure was removed. At the time of the report, the medical device removal and abdominal distension outcome was unknown. The reporter considered abdominal distension and medical device removal to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: medical device removal, abdominal distension. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.